Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x16mm synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent was lifted. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: synergy ous, mr, 2.5 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal and distal struts were lifted and stretched. The undamaged mid stent od (outer diameter) was measured using snap gauge which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50 x 16 mm synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent was lifted. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was good.